Event description:
(B)(4). Since implant of the essure I have experienced rapid weigt gain, extreme bloating and swelling, dizzyness, fatigue, rash on midsection, nausea, headaches, mood swings, joint aches

Event description:
(B)(4). Needed to add pain during cycle, cycle disruption and heavier bleeding, duration of cycles.